Event description:
Report received from abbott internaitonal affiliate of an over-delivery. The report reads as follows: "intrathecal administration through 30ml syringe. Infusion rate set at 1mg per hour, drug concentration set a 1mg per ml. Claim that 30ml syringe has been infused in 11 hours on continuous rate only." The pt was reported to be unaffected. No medical treatment was required. No other information was available.